Event description:
The authorized service personnel (asp) stated that the hospital was testing the equipment and could not be started. The customer reported that the unit was not in use on the patient; the issue was discovered during testing. The customer contacted product support and requested parts to repair the unit. Per asp, the power supply was replaced to address the issue.

Manufacturer narrative:
(B)(6).